Event description:
No pt was affected. No staff injury occurred. While opening and counting the 4x8 rp sponges, a sharp blade was found to be imbedded in a sponge. The item was discovered just prior to pt use. The sponges are placed in a tracepak assembly by deroyal industries. Deroyal industries purchasing the sponges for assembly from kendall.